Event description:
Physician reported ruptured device and capsular contracture baker grade unknown. Device remains implanted. This represents an unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Physician capsular contracture baker grade iii, diagnosed by ultrasound. The device has been explanted. Right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, crease fold. A microscopic analysis was performed which identify a striated edge broken. Based on the device analysis the final assessment is: a striated edge broken on radius side assessed as surgical damage. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported capsular contracture baker grade iii,diagnosed by ultrasound. The device has been explanted. Right side.